Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the bearing was dirty, oily, and corroded. It was noted that the attachment was very noisy when turning. Was further determined that the device failed pretest for free movement. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during testing, it was observed that the burr attachment device was heating up and was very noisy when running. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.